Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: summary: device alarms with high priority alarm tf 231032: tagd_expirationvalvedisconnected.

Event description:
The following was reported to hamilton medical ag: summary: device alarms with high priority alarm tf 231032: tagd_expirationvalvedisconnected.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing. A detailed investigation was performed by an expert from the technical service: the investigation showed that a defective expiratory valve was the root cause of the incident. The logfile analysis confirmed the description provided by the user. The service technician replaced the defective expiratory valve and successfully ran all functional tests. The device worked as intended again. Although in the underlying case there was no patient involvement such a defect could lead to a delay in treatment and in a worst case scenario to a deterioration of the state of health of the patient. Therefore, this case was assessed reportable. There was no patient harm.